Event description:
The laser system does not power on.

Manufacturer narrative:
The problem was due to a broken power cord connector. After the replacement of this connector, the laser system restarted to work. We are unaware about patient injury.